Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. No failed battery test or unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with pillowing keypad overlay and scratched case. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had not getting alarms when insulin flow was blocked causing her high blood glucose, rejecting batteries all the time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.